Manufacturer narrative:
Unit received with a piece of sensor connector that was broken and stuck inside of the transmitter connector.

Event description:
The doctor of a customer reported via phone call that the connection piece of the sensor broke off and got stuck in the minilink transmitter. Customer does not recall any significant events leading to the error. Customer's blood glucose was unknown at the time of incident. No further information was provided.